Event description:
The customer reported that the system displayed a high ma error message, but that they were unable to continue with the case. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.